Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention took place on (B)(6) 2018 wherein the ipg was explanted and replaced with a new ipg. Therapy was reportedly restored postoperatively.